Event description:
It was reported that the lead developed clavicular crush, causing oversensing with 28 inappropriate shocks. This depleted the ICD battery prematurely. Both the lead and ICD were replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead developed clavicular crush, causing oversensing of noise, with 28 inappropriate shocks. This depleted the ICD battery prematurely. Both the lead and ICD were replaced. Information was subsequently received from an attorney alleging the patient was forced to have early lead replacement, "scarring his already fragile heart and forcing him to undergo additional and unnecessary complicated surgeries." The lawsuit also alleged "severe physical and emotional injuries as a result of the defective sprint fidelis lead...," and the patient "suffers sever post-traumatic emotional distress as a result of the defective leads and the resulting unwarranted shocks, and then fear of repeated shocks in the future."

Manufacturer narrative:
Other: it was reported that the lead developed clavicular crush, causing oversensing of noise, with 28 inappropriate shocks. This depleted the ICD battery prematurely. Both the lead and ICD were replaced. Information was subsequently received from an attorney alleging the patient was forced to have early lead replacement, "scarring his already fragile heart and forcing him to undergo additional and unnecessary complicated surgeries." The lawsuit also alleged "severe physical and emotional injuries as a result of the defective sprint fidelis lead...," and the patient "suffers sever post-traumatic emotional distress as a result of the defective leads and the resulting unwarranted shocks, and then fear of repeated shocks in the future." Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Insulation, device was out of specification in a manner that relates to event; lead(s), fracture of, oversensing shock, inappropriate, noise, defective device.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: lfj063749v outer insulation breached (clavicle-rib crush); full lead returned.